Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2014 up to 395-400 mg/dl. Patient stated he took correction via pump after accessories were changed; no success. Patient reported he changed to his old pump on (B)(6) 2014 and at this time his blood glucose level is okay. Patient alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.